Event description:
The user facility reported experiencing poor gas exhange during a bypass procedure. The oxygenator was changed out and the case was completed without any further complications. The user facility confirmed that there was no patient injury. Additional specific information was not available.